Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger ((B)(4)) revealed the pins were bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that recharger was blank and will not take a charge. It was reported that when they plug the desktop charger into the recharger they have to turn the recharger for the connector pin to fit because connection seems loose. It was reported that recharger will not turn on. No symptoms reported at this time. Additional information was reported. They stated that they had been sent the wrong part. He said the white arrows don't match up. They patient stated their device keeps burning out. Repair already sent a new one but the new one was doing the same thing. He said it will charge but then burns out. The patient said he was in pain every day. He said he needed the stimulation at night to help 50-60% of the pain. It was mainly at night he has pain from hip all the way down. I asked when this started and the patient did not answer. Caller said the patient had an appointment with the doctor but the insurance was negating the appointment with the doctor. They said he will pay for the equipment if he had to, because he hasn't recharged in a month because he doesn't have the correct equipment. They were transferred to repair. No out of box failure was reported. No further allegations/complications were reported.